Manufacturer narrative:
An eval of the device cannot be performed as the device remained in the pt and was not returned to the MFR. Add'l info including x-rays and medical records was requested, but not provided. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tka surgery, the surgeon dropped the pin into the pt medullary of the tibia by mistake. However, the surgeon could not remove the pin from the medullary."